Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose reading was not reported. It was stated that the customer drank lots of orange juice prior to the hospitalization, but the blood glucose remained low. It was also stated that the customer has many other medical issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.